Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing or found in the download trace files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 465 mg/dl. Customer treated with manual injection. Troubleshooting was perform for high blood glucose level. The product will be returned for analysis.